Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify and duplicate the reported issue. The reported issue was isolated to the system and power pcb assemblies; however further root cause could not be determined. It was confirmed that the device can not be repaired. The device was returned to the customer unrepaired per their request.